Manufacturer narrative:
The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Also stated in the IFU is that adverse events may be associated with the use of the vad include warning of serious and life threatening adverse events, such as neurologic dysfunction and death. Lvad implantation is associated with numerous risks. Serious and life threatening adverse events, including stroke and bleeding have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Hemorrhagic transformation is a known multifactorial phenomenon in which ischemic brain tissue converts into a hemorrhagic lesion due to loss of microvascular integrity with blood-vessel leakage, extravasation and further brain injury. Although, the root cause of the reported event cannot be conclusively determined, patient, clinical and operational context are factors that may have contributed. With review the reported information there is no indication of any device performance or manufacturing issues related to the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the patient developed hemiparesis on (B)(6) 2015. On (B)(6) 2015 patient was awake and refused any further treatment options. On (B)(6) 2015 patient remained in the hospital where he expired. It was documented that the official cause of death was untreated intracerebral mass bleeding. No additional information provided. Investigation is ongoing

Manufacturer narrative:
The device was not returned for evaluation. With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. The patient's refusal of treatment after diagnosis is likely to have contributed to the patient outcome of death. In addition, patient's with certain risk-factors such as, smoking, cardiovascular disease, and hypertension may also have an increased likelihood of stroke occurrence. The root cause of the reported event is multifactorial and may be related to the patient's past medical history, supratherapeutic inr, anticoagulant therapy, medical management and progression of disease. The outcome related to the reported event is related to the patient's refusal of treatment. There are patient, procedural, and pharmacological factors that may have contributed to this event. The most likely root cause of the reported event cannot be conclusively determined; however, there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.